Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the stapler locked the jaw, making it impossible to fully open, load fit, drive and staple. The echelon flex 60 (ec60a) stapler was exchanged as requested by the surgeon and the procedure was started / completed without complications. Damage to the patient: there was no damage to the patient. Procedure: videolaparoscopic lowering.